Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed and was caused by a faulty cable. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported that during preparation for use in a therapeutic lap appendectomy procedure, they were unable to connect the 4k autoclavable camera head to the processor and no image was able to come through. However, the intended procedure was completed with another similar device. There was a 5-minute delay reported during the procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon was reproduced, but a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.